Event description:
It was reported to edwards, through our implant registry, that this patient died two months post-operative. It was reported that she did not recover from surgery. No further information was provided.

Manufacturer narrative:
It was reported from the patient's family that the patient expired post-operatively from complications; "she did not recover from surgery." After learning of this patient¿s death, further investigation was performed and additional medical records were obtained. Review of these records found this patient¿s post-op course was complicated by arrhythmia, failure to wean from the ventilator requiring tracheostomy, erosion of tracheostomy into mediastinum and renal failure requiring dialysis. She progressed and had gotten to the point where she was on weaning trials to work toward weaning off the ventilator and was on intermittent hemodialysis. Additional medical issues complicating her post-op course included chronic c. Diff colitis, a rectal fissure and bilateral pleural effusions. Despite her complications, she did get to the point where she was transferred to a long term acute rehab center. Information is not know about her death, but the information available does not indicate the newly implanted edwards ring or valve caused or contributed to this patient¿s death. There may be cases in which a valve is explanted and the patient subsequently expires due to complications of the re-do surgery. In this case, there is no allegation the post-operative complications or death were related to the new edwards devices. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was explanted due to perivalvular leaks. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and anatomical related factors. Unfortunately, the root cause of this event cannot be confirmed with the abscence of cardiac imaging and evaluation of the subject device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 3 years due to prosthetic aortic valve insufficiency. It was identified, through review of source documentation provided, that the patient was also felt to have aortic stenosis with a mean gradient between 25-35 mmhg. During explantation, there were multiple perivalvular leaks, primarily on the left and the right sinuses. The explanted device was replaced with another edwards bioprosthetic valve. Transesophageal echocardiogram post-implant showed no evidence of perivalvular leak.